Manufacturer narrative:
The service engineer on site tested the device and did not find any failures. The alarm system was tested and worked fine. For the investigation the logfiles and the sent in cpu pcb 68332 were analyzed. The cpu pcb worked also fine. According to the logfiles the issue could be confirmed for the time of the event. It is assumed that an external electrical disturbance occured and disturbed the micro-controller's peripheral components. Such deviation will be detected by the internal monitoring and will trigger a warmstart. In this case an audible alarm is posted by the device and when the warm start occurs, the device will briefly power off and then back on (about 8 seconds). During this time, an emergency-breathing valve opens allowing for spontaneous breathing. Manual ventilation with an alternative device may be considered necessary. The device reacted as specified.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the ventilator shutdown without alarm during use on a patient. The shutdown took 5 seconds and the ventilator restart by itself. No clinical consequence.